Event description:
On (B)(6) 2009, this pt underwent endovascular treatment for a thoracic arch aneurysm and was implanted with a gore tag thoracic endoprosthesis. In preparation of intentionally covering the left subclavian artery (lsa), coil embolization of the lsa; and a subclavian-subclavian bypass were performed prior to the implant of the tag device. Additionally, the entry of the left common carotid artery was stented with a metal stent to prevent coverage. The tag device was successfully implanted without incident. Later this same day, the pt experienced cerebral infarction. The pt was treated with medications. The details of the medications are not available. On (B)(6) 2009, the pt was discharged. On (B)(6) 2009, the pt underwent a f/u examination which determined the cerebral infarction was resolved. The pt was reported to have a shaggy aorta. The presence of thrombus throughout the pt's thoracic and infrarenal aorta were reported to be a concern at the time of the procedure. On (B)(6) 2010, the pt expired, the cause of death is unk. The physician believes there is no device related relationship to the pt's death.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. The instructions for use (IFU) for the gore tag thoracic endoprosthesis states: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Additionally, the IFU states: potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (eg, stroke).